Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The analyst noted that the helix was returned retracted with tissue visible inside, used alcohol to loosen tissue, helix extends and retracts within specification.

Event description:
It was reported that during the implant procedure, there was difficulty implanting the lead. The physician felt that extending and retracting the helix was more difficult than normal. The lead was attempted and not used. No patient complications have been reported as a result of this event.